Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Foley catheter broke while in use. There was no serious harm reported. A new foley catheter was inserted.

Manufacturer narrative:
(B)(4). One piece of actual sample (only funnel) was returned for investigation. Complaint description stated that "foley catheter broke while in use". Visual examination conducted on the returned part showed presence of shaft remnant inside the funnel. No obvious sign of damage, dents, or crack on the funnel. Review on the funnel portion reveals shaft remnant was clearly visible and still intact within the funnel which suggesting that the shaft was once well attached to the funnel. When examined using dino-lite to analyze the damaged area and torn edges revealed jagged ends indicating that there is some external force was applied at the joint area causing the catheter to break. The deformed shape of the shaft highly indicates effect of used of clamper, excessive force applied at the funnel end or between the shaft as a result of catheter stuck at crib rail or tube extended as the patient glide on the bed. As part of our initiative, we have implemented positive released test at injection molding process. A maximum of 8 pieces of catheter from each batch were tested using weight load test during start and stop of injection molding process whereby 0.75kg (for catheter size 6ch-10ch) and 1kg load (for size 12ch and above) tested as per bs en iso20696:2018 standard. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the above investigations, no problem found within the product which could have contributed from manufacturing processes. Therefore, this complaint could not be confirmed.

Event description:
Foley catheter broke while in use. There was no serious harm reported. A new foley catheter was inserted.